Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The microcatheter was received. Based on the device analysis, the microcatheter was found to have been separated into 2 segments at the distal section and not the hub. The device was flushed and the flushing solition exited the catheter tip and not from the damage location. The broken ends of the microcatheter exhibited stretching and necking which indicated that the microcatheter separated when exceeding the tensile strength of the tubing material. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ MDR related to this event: 2029214-2017-00057, 2029214-2017-00058. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during embolization treatment of a giant carotid aneurysm and upon removal the microcatheter, the catheter hub was noticed to be broken and leaking saline. No patient injury occurred.